Event description:
It was reported that when using the bd pyxis¿ medstation¿ es showed as connected and syncing with the server; however, transactions were not logged in reports.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation connected but not syncing to server. A field service engineer (fse) noted that the station had been in storage and identified a functional data port. A new remote support service was installed, and the fse worked with the tsc agent to bring the station online and perform a successful data synchronization. The station was confirmed to be online, communicating properly, and accessible for tsc login to resolve the issue. The system functioned as intended after the field service engineer repaired the device.